Event description:
The iab was inserted into the pt without a sheath via a cutdown. Alarms sounded on the system 90 pump. The catheter was manipulated, but the alarms continued. The iab would not inflate. The iab was removed and a second iab was inserted. Event complications: unk-rpt'd 12/3/97. Pt's current status: unk-rpt'd 12/3/97.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the exterior of the membrane and within the inner lumen. No kinks were noted in the device. Underwater leak testing revealed no leaks in the iab. Visual examination revealed an extremely large aneurysm in the mid-portion of the balloon membrane. It was not possible to pump the iab on a lab sys 90 due to the condition of the returned membrane. Probable cause of difficulty: based on the condition of the iab, it was not possible to satisfactorily examine the balloon to determine why it would not inflate or to verity the reported alarm difficulties. In general, alarm and inflation difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt, possibly due to severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opportunity to examine a completely or loosely folded membrane may have provided some add'l info into the reported problem. Since the membrane was returned with the membrane aneuryzed, it appears likely that the membrane was examined at the facility prior to its return to data scope for eval.